Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reports left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device had a broken shell and brown particles material were found on the shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified a striated break and a striated opening. Based on the device analysis the final assessment is a striated broken edge in the radius side due to surgical damage and one striated opening assessed as surgical damage. The reason for reoperation is rupture.

Event description:
Physician reports left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports left side rupture. The device has been explanted.